Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6). The submitted log file contained approximately 18 days of data (04jun2021 ¿ 22jun2021 per the timestamp). The log file did not capture the power cables, or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events and power cable disconnect alarms will not activate while the controller is in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. Backup mode is indicated on the system controller by an active controller fault alarm, and only half of the green pump running symbol being illuminated. During testing of the retuned system controller, the controller was no longer in backup mode. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided communicated that exchanging the system controller resolved the issue. The reported event of a controller fault alarm was determined to be caused by the controller being in backup mode. The root cause of the controller entering backup mode could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21aug2018. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with an unknown alarm at home. The patient stated that only yellow wrench, screen display and less than half of the green circle was lit. Controller fault was noted on display. The patient came into clinic for a controller exchange and waveform download. The coordinator was unable to download information from controller. No information was able to be transferred while connected to patient cable and monitor. No alarms were able to be triggered such as a power disconnect alarm. The controller was exchanged and the patient was stable.